Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary tubing set. The primary tubing set was being used to deliver an unspecified volume of an unspecified solution. The secondary tubing set was being used for piggyback delivery of ancef 1gm/50ml for a duration of 15 minutes. The primary solution container was lowered 27 inches below the secondary solution container. After an unspecified length of time in use, it was reported that the secondary solution backflowed into the drip chamber of the primary tubing set. The nurse replaced the tubing set and the solution container and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.